Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product showed that the ceramic head shows signs of minimal wear and tear with light scratches and scuff marks on the inside of the head. Measured the ceramic head to the print and measurement was within the tolerance. Therefore, it is determined that the product meets the applicable acceptance criteria and is conforming to specification. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The root cause of the reported issue is unrelated to the zimmer biomet device if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: japan. D10: associated products: item number:110010470, item name:e1 ringloc bipolar 28x50mm, item lot: 609100. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that femoral head prosthesis did not move smoothly in the bipolar liner. The product was not used and surgery has been completed using other sizes. Attempts have been made and no further information has been provided.